Event description:
Prior to conducting the functional and accuracy checks and applicative tests, there error message pops up continuously stating a connectivity issue between camera and robot. After reconnecting all the cables, the connectivity issue was temperately resolved. The experienced remote clinical representative (cr) suggested to conduct continuity checks. Unions has identified several cables that needs to be replaced to resolve the connectivity issue: ndi camera with convertor. Usb extender in camera stand side. Camera stand to robot stand cable. Usb extender in robot stand side.

Manufacturer narrative:
During the release of this rosa robot ((B)(6)), a connectivity issue between camera and robot was noticed. However, a non conformity was opened and the dvi cable was changed to corrected this issue. The distributor explained that the problem was resolved. There is no longer a need to replace the cables after 4 weeks observation period because the problem did not arise again. An analysis of the rosa logs has been performed and this analysis confirmed that a connectivity issue between camera and robot occurred. The most probable root cause of this event would be a connector issue or a false contact issue but this cannot be confirmed. Corrected data: b4 date of this report. D2 device product code. E1 establishment name and address. G3 date received by manufacturer. G4 PMA/510(k) number. H2 if follow-up, what type. H3 device evaluated by manufacturer. H4 device manufacturer date. H6 adverse event problem. H10 additional narratives/data. D4 unique identifier (UDI) #: (B)(4).

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: unknown.

Event description:
Prior to conducting the functional and accuracy checks and applicative tests, there error message pops up continuously stating a connectivity issue between camera and robot. After reconnecting all the cables, the connectivity issue was temperately resolved. The experienced remote clinical representative (cr) suggested to conduct continuity checks. Unions has identified several cables that needs to be replaced to resolve the connectivity issue: ndi camera with convertor. Usb extender in camera stand side. Camera stand to robot stand cable. Usb extender in robot stand side.